Event description:
It was reported that early sensor expiration occurred. Patient was under 2 years old, which is off-label usage of the device. The sensor was inserted into the upper buttocks on (B)(6) 2022. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).